Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on an unknown date in 2008, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017 an unknown endoleak along with aneurysm enlargement was realized. The physician assumed the type of endoleak to be a type ii, but additional proximal and distal type I endoleaks are likely. Since it was not possible to extend the devices distally it was decided to convert the patient to open surgery. The devices were explanted on (B)(6) 2017 and a surgical graft was used to perform reconstruction. The patient tolerated the procedure.